Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resolving the issue as the sensor session was successfully started with no recurrence of the error code.